Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose (bg) event on (B)(6) 2025. The blood glucose (bg) level was 264mg/dl. The patient felt he was not getting insulin. The patient was hospitalized on (B)(6) 2025 with symptoms of confusion and blood glucose (bg) level of 250 mg/dl at the time of admission and continued to use insulin pump for treatment. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 25-mar-2026 against "lot number" "6008699" and similar malfunction codes: insertion into scar tissue,improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The review confirmed that lot 6008699 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 25-mar-2026 against "lot number" criteria equal "6008699" and similar malfunction codes: insertion into scar tissue,improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6008699 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 18-aug-2024 with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 9, one sample was found with the release liner delaminates from adhesive patch; therefore, extended sampling was conducted in accordance with established procedures, and the results met the specified acceptance criteria. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 9 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow and leak tests for the reported malfunction code insertion into scar tissue, improper site selection, or incorrect preparation of set. All test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008699 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.